Event description:
Reporter alleged the customer awoke sweaty and clammy as if he was hypoglycemic. Reporter stated she obtained results of 111 mg/dl and 112 mg/dl on him within 5 minutes on the advantage system before calling the paramedics. The paramedics arrived within 5 minutes and obtained a result of 33 mg/dl on their system. Reporter stated he was taken to the hospital and given an IV. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.